Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error occurred several times. Customer¿s blood glucose was 192 mg/dl at the time of incident. Insulin pump was not exposed to moisture or magnetic fields. Insulin pump was dropped or bumped and motor error in the alarm history three times in last three days. The insulin pump will not be returned for the analysis.